Manufacturer narrative:
Expiration date: na. Additional suspect medical device components involved in the event: model: csk-tc10-3m, serial/lot: (B)(4), description: csk 100 mm tc electrode with 3m cable, quantity: 1.

Event description:
Device analysis performed on the returned electrodes found that the shaft of the electrode was separated from the hub and not returned for analysis. The damage was due to excessive external mechanical force.